Event description:
In 2014 I had a bilateral mastectomy with reconstruction using mentor saline implants due to breast cancer. In (B)(6) 2021, a malignant mass was removed from the outer edge of the left implant. This may be associated with the most recent incident of scc of the capsule. FDA safety report ID# (B)(4).